Event description:
Follow-up revealed the patient did not mention any issues regarding the pocket heating when meeting up with the doctor post operatively. The issue is considered resolved.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pocket heating with stimulation on and when she charges for longer than 20 minutes. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.